Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) experienced a hernia. Eight months after the start of pd therapy, the pt underwent hernia repair. At the time of this report, the pt was recovered from the hernia. Pd therapy was ongoing. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). It was reported the patient underwent hernia repair on an unknown date in (B)(6) 2014. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis cannot be performed. A review of the device service history revealed no previous service events that could have caused or contributed to the reported hernia. The cause of the hernia could not be determined with the available information. Should additional relevant information become available, a follow-up will be submitted.